Manufacturer narrative:
Manufacturer's investigation results: the patient remains ongoing on heartmate ii lvas. The reported driveline fault alarms were confirmed through an onsite evaluation performed by an abbott representative. Per the driveline evaluation performed by the abbott representative, the driveline fault alarm was repeated and a broken orange wire was confirmed. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that due to driveline fault alarms, a driveline evaluation was performed by the manufacturer's technical services representative. During the evaluation, a pump stoppage occurred and a break in the orange wire was found. A distal end percutaneous lead (driveline) replacement was scheduled. On (B)(6) 2018, the external part of the driveline was inspected and no significant areas of concern were noted. The driveline was inspected and manipulated and no pump stoppages occurred. During the procedure, the driveline fault alarm would disappear and then reappear randomly. Additional x-rays were performed in the or and were inconclusive and showed no external damage. As there was reportedly significant risk of a pump stoppage during a driveline replacement procedure and because no external break or damage was apparent, it was decided not to proceed with the driveline replacement. No additional information was provided.